Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because the reported issue did not prevent the companion 2 driver from performing its life sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver exhibited a system malfunction alarm while supporting a patient. The customer also reported that the patient was switched to a backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The customer-reported system malfunction alarm was confirmed upon review of the driver's alarm history and patient file data, but was not able to be reproduced as the driver passed all incoming functional testing. Investigational testing determined the root cause of the customer-reported alarm was a malfunction of the pressure sensor printed circuit assembly (pca), where the 'comp in' sensor on the board was reading inaccurately (high). This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. Ce 4638 follow-up report 1.